Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Per wo notes, troubleshot and found that the circulation pump was running at 100 percentage but was not generating any vacuum, explained that device was due for the 2000 hour pm and what was involved, ended up giving the part number and prices for new pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was getting calibration errors the most recent was an error 1 (pre-warm bypass flow error) in an arctic sun device. Per wo notes, troubleshot and found that the circulation pump was running at 100 percentage but was not generating any vacuum, explained that device was due for the 2000 hour pm and what was involved, ended up giving the part number and prices for new pump.